Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-nov-23. It was reported that the cause of the patient barely feeling stimulation at high amplitude was not determined. The cause of the high impedances was unable to determine and to resolve the issue, the rep talked to a physician assistant about possibly replacing the entire system due to the age of the existing leads/extensions. Lastly, the stabbing and pulling sensations did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and postlaminectomy pain. It was reported that the patient had been receiving coverage around 4-5v but now they have it turned up to 10.5v and could barely feel anything. The patient didn¿t know exactly when the change occurred but stated it had been ¿a while¿. The rep stated group impedances of programming the patient was using was 827 ohms using contacts 0, 1, and 2. Contact 3 was showing ¿red¿ and the impedances were greater than 40k ohms. The rep tried programming on 0-1 and 1-2 combinations and neither resulted in the patient feeling any stim at high amplitudes. It was also mentioned that the rep attempted some reprogramming with no resolution. But while the rep was performing reprogramming on the day of the report, the patient had been feeling stabbing, prickling, and pulling sensations at the implantable neurostimulator (ins) pocket site. In addition, the rep palpated the patient¿s system with the ins on at their usual settings and the patient didn¿t experience any changes in the stim except when palpating the pocket; the sensations got stronger. In the end, a revision was suggested, along with system imaging, and to check lead only impedances intra-op. There were no further complications reported or anticipated.